Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the machine rebooted during a case an generated an "exp valve leakage" alarm. The case reportedly completed without any consequences for the patient.

Event description:
Please refer to initial MFR. Report #9611500-2018-00029.

Manufacturer narrative:
The log file contains in total 7 entries of a certain error type for 2 consecutive days indicating that a flow of +15ml through the expiratory valve has been detected during inspiration phase. Based on this diagnosis the dispatched fse has replaced the electronic peep valve unit which provides the control pressure for the mechanical peep/pmax valve. The device was tested afterwards, found fully complaint to specification and could be returned to use. The replaced electronic peep unit was installed for testing into the periphery of a lab device. The breathing parameter setting for the test was done with extreme values that would increase the probability of occurrence for leakages through the expiratory port. However, during a 4 days test run neither an "ex port leakage" nor a reboot could be provoked. Thus, a reliable conclusion in terms of root cause for the reported observation is not possible.